Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A depleted battery was returned. A functional evaluation was performed. The device passed all functional tests with a test battery. The customer battery was charged with a test battery charger for 4 hours. The customer battery would not hold a charge. The complaint was confirmed and the root cause has been associated with an energy storage system problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments outside the patient in a shoulder arthroscopy the spider had a possible problem with the battery, it tends to fail. The unit was intermittently working, seemed to be related to battery, they move the battery and it worked for a bit. The procedure was completed with the same device. No significant delay was reported, and no patient injury or other complications were reported.